Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a downstream occlusion does not restart occurred through troubleshooting of the device. The reported condition was verified. The cause of the condition was determined to be out of specification downstream pressure. The force sensor requires calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an downstream occlusion and did not restart during testing at the biomedical service department. There was no patient involvement. No additional information is available.